Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation ,olympus confirmed foreign material in the auxiliary channel and air/water cylinder but the type of the material could not be identified. There was no physical damage where the foreign material adhered. A root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: -inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the subject device exhibited foreign materials in the air/water cylinder and jet tube. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.